Manufacturer narrative:
This report is being supplemented to provide additional information based on device return receipt date at olympus korea service business center. The device receipt date was not provided on the initial report . The device received date is october 25, 2022. Please refer to product device return for information . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage that occurred inside the scope connector while the user was handling the device, which then led to an abnormality of electrical parts. As a result, an error message was temporarily displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image:" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated at service business center (sbc) olympus (B)(4). Device evaluation noted the reported issue of error e315 was not confirmed however, switch 1 (sw1) was observed not functioning due to damage. Furthermore, the following findings during device evaluation were noted on the device. The adhesive part of a-rubber (ar) bending section found broken. A corrosion at the scope-connector due to leakage was observed. A corrosion at the scope connector (sc) cover unit due to leakage was observed. Distal end has scratches . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that an e315 scope error occurred and there was a malfunctioned at the switch. It is unknown when the reported issue was observed ,however, according to the report, the intended diagnostic procedure was completed using a similar device. No delay in the procedure was reported and there was no patient harm, no user injury reported due to the event.